Event description:
Procedure: ventral hernia repair. According to the reporter: surgeon was using the device to take down adhesions when a small portion of the white jaws of the ultrashears broke off and fell into the pt. The small piece was left in the pt and another ultrashears was used to complete the procedure. The surgeon did not see any serious impact that could occur as a result of leaving the small plastic piece in the pt.

Manufacturer narrative:
Initial report submitted: 08/25/2008.